Manufacturer narrative:
Intuitive surgical, inc (isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a piece of the fenestrated bipolar forceps broke off and fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the fenestrated bipolar forceps to break and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a piece of the fenestrated bipolar forceps broke off and fell inside the patient. It was confirmed that the broken fragment was retrieved with the use of a new unspecified instrument and the procedure was completed. There was no report of patient harm, adverse outcome or injury.